Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a power on reset (por) on their programmer. Steps were reviewed for clearing the por, and the patient was able to clear it and turn their therapy back on. No patient symptoms were reported. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-04-17 reporting that the patient was not 100% sure what the circumstances were that led to the power on reset but they were traveling just prior to receiving the message. Therefore, the patient was assuming that it was airport security. Patient weight at the time of the event was reported to be (B)(6) pounds. No further complications were reported.